Manufacturer narrative:
(B)(4). The patient weight was requested but no information was provided. The device problem was reported to have occurred with only one suture lot, however the exact lot number used in the procedure is unknown therefore, three potential lots were reported. The review of the manufacturing paperwork for all three reported lots verified that all lots met all pre-release specifications. The device was not returned for evaluation, therefore a direct product analysis could not be performed.

Event description:
On (B)(6) 2017, a gore-tex® suture was used in a femoral-femoral bypass surgery. When a knot was tied, the physician experienced that the knot got loosen easily even after tying more than 7 times. The suture was replaced with another one, and the procedure was concluded without any other issue.